Manufacturer narrative:
Follow up information received on 07-jun-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had an episode of significant blood loss during her menstrual period for which she had to be hospitalized. Approximately 4 years after insertion, she became pregnant. After giving birth to a baby boy that had cystic fibrosis, it was stated that she became pregnant because essure device migrated from her fallopian tubes. At that time she underwent a hysterectomy including the removal of fallopian tubes to remove both essure inserts. Device migration, pregnancy with contraceptive device and menorrhagia are listed events in the reference safety information for essure. Although the exact date and mechanism of this device migration was not described, since essure inserts may move along or out of the fallopian tubes, the causality between this event and essure use cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that essure device migrated from her fallopian tubes. Although, the essure coils were not in place, it is not clear when exactly the migration occurred and therefore it is not possible to exclude a causal relationship with essure (device ineffective) since the pregnancy occurred 7 years after essure insertion. This case is regarded as incident since a serious injury related to essure was reported. The ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in or about september 2007 for permanent sterilization. Since being implanted, the consumer suffered severe menstrual and abdominal pain that became so severe that she was prescribed percocet, tramadol and ibuprofen (800 mg). Since being implanted, she had suffered heavy bleeding during her menstrual periods. In 2010, she was hospitalized after suffering significant blood loss during her menstrual period. As a result of undergoing essure procedure, she suffered depression, fatigue, weight fluctuation and migraines, of which she had no prior history. The plaintiff subsequently had an hsg (hysterosalpingogram) performed which confirmed that fallopian tubes had been blocked, rendering her incapable of becoming pregnant. Nevertheless, she unexpectedly became pregnant in 2014 and experienced high blood pressure during this pregnancy. On (B)(6) 2014, she gave birth to a baby boy, who was diagnosed with cystic fibrosis just one week after his birth (case# (B)(4)). It was stated that this pregnancy occurred because essure device migrated from her fallopian tubes. After the birth of her son, in late 2014, the consumer underwent a hysterectomy, including the removal of her fallopian tubes, in order to have both micro-inserts removed from her body. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had an episode of significant blood loss during her menstrual period for which she had to be hospitalized. Approximately 4 years after insertion, she became pregnant. After giving birth to a baby boy that had cystic fibrosis, it was stated that she became pregnant because essure device migrated from her fallopian tubes. At that time she underwent a hysterectomy including the removal of fallopian tubes to remove both essure inserts. Device migration, pregnancy with contraceptive device and menorrhagia are listed events in the reference safety information for essure. Although the exact date and mechanism of this device migration was not described, since essure inserts may move along or out of the fallopian tubes, the causality between this event and essure use cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that essure device migrated from her fallopian tubes. Although, the essure coils were not in place, it is not clear when exactly the migration occurred and therefore it is not possible to exclude a causal relationship with essure (device ineffective) since the pregnancy occurred 7 years after essure insertion. This case is regarded as incident since a serious injury related to essure was reported. A product technical complaint is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device migrated from her fallopian tubes/the location of the perforation: fallopian tubes'), heavy periods ('blood loss during menstrual period'), genital haemorrhage ('heavy bleeding') and suicide attempt ('suicide attempt') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth on (B)(6) 2011, live birth on (B)(6) 2007, tobacco user on (B)(6) 2006, live birth on (B)(6) 2006, live birth in 2003, live birth in 1998, multigravida, parity 6, gonorrhea, chlamydial infection, human papilloma virus infection, syphilis, constipation, paraesthesia, pharyngitis, depression and headache. She had no previous history of migraine. She denies symptoms of preeclampsia. On (B)(6) 2015: surgical pathology: bilateral fallopian tubes, bilateral salpingectomy: -complete cross sections of histologically unremarkable fallopian tubes. Gross description:received in formalin labeled "bilateral tubes" are two pink-purple, fimbriated segments of fallopian tube. The first measures 5.5 cm in length and 0.6 cm in diameter. The second measures 7.0 cm in length and 0.6 cm in diameter. Two cross sections of each are submitted in cassettes "a" and "b" respectively. On (B)(6) 2012 hysterosalpingogram reveled, no evidence of patency of fallopian tubes. Round filling defect in uterine, may represent endometrial polyp or blood clot. (B)(6) 2011 - endocervical probe. Positive for chlamydia trachomatis dna. Positive for neisseria gonorrhoeae dna. Concurrent conditions included hypertension, hematuria, white blood cells urine positive, lower urinary tract infection, oedema peripheral, vaginal discharge, protein urine present, scotoma, anaemia of malignant disease, tubal ligation, pelvic inflammatory disease, cervicitis, hypertension and paresthesia. Family history included diabetes (maternal grandmother, maternal uncle and hypertension (4) maternal grandmother, mother, father, brother) and anemia (mother). Concomitant products included fluoxetine hydrochloride (prozac), labetalol and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain"), bleeding menstrual heavy ("suffered heavy bleeding during her menstrual periods"), migraine ("migraines/ periodic migraines/head") and rash ("rashes around the naval/ there is a chronic rash on my belly/ I stop using lotion but the rash returns the next day"). In 2010, the patient experienced heavy periods (seriousness criterion hospitalization) and blood loss anaemia ("anemia/ anemia due to heavy bleeding"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti") and menometrorrhagia ("menometrorrhagia"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy"). On (B)(6) 2014, the patient experienced pre-eclampsia ("preeclampsia") and cystic fibrosis ("cystic fibrosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ depression was exacerbated by essure"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/ weight fluctuations after birth of baby"), gestational hypertension ("high blood pressure during this pregnancy"), back pain ("severe back pain/ back pain/ chronic back ache"), dyspareunia ("pain during intercourse"), headache ("headaches"), allergy to metals ("allergic to nickel other component of essure/ hypersensitivity reaction to nickel"), abdominal pain lower ("chronic /stabbing/cramping abdomen pain"), suicide attempt (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was hospitalized sometime in 2010. The patient was treated with hydrocortisone (hydrocortison), ibuprofen, iron, oxycodone hydrochloride;paracetamol (percocet), tramadol and surgery (hysterectomy and in late 2014, after birth of her son, hysterectomy, bilateral salpingectomy, uterine biopsy). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, heavy periods, genital haemorrhage, dysmenorrhoea, bleeding menstrual heavy, fatigue, weight fluctuation, gestational hypertension, dyspareunia, blood loss anaemia, headache, rash, allergy to metals, pre-eclampsia, abdominal pain lower, cystic fibrosis, urinary tract infection, menometrorrhagia, suicide attempt and pelvic pain outcome was unknown and the abdominal pain, depression, migraine and back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bleeding menstrual heavy, blood loss anaemia, cystic fibrosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gestational hypertension, headache, menometrorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash, suicide attempt, urinary tract infection, weight fluctuation and heavy periods to be related to essure. The reporter commented: current weight 180 lbs. Discrepancy noted for essure removal date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes blocked. Pathology test - on an unknown date: results: no coils. Pregnancy test - in 2014: results: pregnancy confirmed. Ultrasound scan - on an unknown date: results: essure coils still present in my body; on (B)(6) 2014: results: gestational age, best: 13w 4d.; on (B)(6) 2014: results: singleton pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache,suicidal ideation, lower abdominal pain,menometrorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received: newly added events- pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device migrated from her fallopian tubes/the location of the perforation: fallopian tubes'), menorrhagia ('blood loss during menstrual period / suffered heavy bleeding during her menstrual periods'), genital haemorrhage ('heavy bleeding') and suicide attempt ('suicide attempt') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth on (B)(6) 2011, live birth on (B)(6) 2007, tobacco user on (B)(6) 2006, live birth on (B)(6) 2006, live birth in 2003, live birth in 1998, multigravida, parity 6, gonorrhea, chlamydial infection, human papilloma virus infection, syphilis, constipation, paraesthesia, pharyngitis, depression and headache. She had no previous history of migraine. She denies symptoms of preeclampsia. On 15-jan-2015: surgical pathology: bilateral fallopian tubes, bilateral salpingectomy: -complete cross sections of histologically unremarkable fallopian tubes. Gross description:received in formalin labeled "bilateral tubes" are two pink-purple, fimbriated segments of fallopian tube. The first measures 5.5 cm in length and 0.6 cm in diameter. The second measures 7.0 cm in length and 0.6 cm in diameter. Two cross sections of each are submitted in cassettes "a" and "b" respectively. On (B)(6) 2012 hysterosalpingogram reveled, no evidence of patency of fallopian tubes. Round filling defect in uterine, may represent endometrial polyp or blood clot. (B)(6) 2011 - endocervical probe. Positive for chlamydia trachomatis dna. Positive for neisseria gonorrhoeae dna. Concurrent conditions included hypertension, hematuria, white blood cells urine positive, lower urinary tract infection, oedema peripheral, vaginal discharge, protein urine present, scotoma, anaemia of malignant disease, tubal ligation, pelvic inflammatory disease, cervicitis, hypertension and paresthesia. Family history included diabetes (maternal grandmother, maternal uncle and hypertension (4) maternal grandmother, mother, father, brother) and anemia (mother). Concomitant products included fluoxetine hydrochloride (prozac), labetalol and medroxyprogesterone acetate (depo provera). In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain"), migraine ("migraines/ periodic migraines/head") and rash ("rashes around the naval/ there is a chronic rash on my belly/ I stop using lotion but the rash returns the next day"). On (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criterion hospitalization) and blood loss anaemia ("anemia/ anemia due to heavy bleeding"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti") and menometrorrhagia ("memometrorrhagia"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy"). On (B)(6) 2014, the patient experienced pre-eclampsia ("preeclampsia") and cystic fibrosis ("cystic fibrosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ depression was exacerbated by essure"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/ weight fluctuations after birth of baby"), gestational hypertension ("high blood pressure during this pregnancy"), back pain ("severe back pain/ back pain/ chronic back ache"), dyspareunia ("pain during intercourse"), headache ("headaches"), allergy to metals ("allergic to nickel other component of essure/ hypersensitivity reaction to nickel"), abdominal pain lower ("chronic /stabbing/cramping abdomen pain"), suicide attempt (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was hospitalized sometime in 2010. The patient was treated with hydrocortisone (hydrocortison), ibuprofen, iron, oxycodone hydrochloride;paracetamol (percocet), tramadol and surgery (hysterectomy and in late 2014, after birth of her son, hysterectomy, bilateral salpingectomy, uterine biopsy). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, gestational hypertension, dyspareunia, blood loss anaemia, headache, rash, allergy to metals, pre-eclampsia, abdominal pain lower, cystic fibrosis, urinary tract infection, menometrorrhagia, suicide attempt and pelvic pain outcome was unknown and the abdominal pain, depression, migraine and back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, blood loss anaemia, cystic fibrosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, gestational hypertension, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, rash, suicide attempt, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: current weight 180 lbs. Discrepancy noted for essure removal date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes blocked. Pathology test - on an unknown date: results: no coils. Pregnancy test - in 2014: results: pregnancy confirmed. Ultrasound scan - on an unknown date: results: essure coils still present in my body; on (B)(6) 2014: results: gestational age, best: 13w 4d.; on (B)(6) 2014: results: singleton pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache,suicidal ideation, lower abdominal pain,menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated from her fallopian tubes"), the second episode of menorrhagia ("blood loss during menstrual period"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnant/ pregnancy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6, live birth on (B)(6) 2007, live birth on (B)(6) 2006, live birth on (B)(6) 2011, live birth in 2003 and live birth in 1998. She had no previous history of migraine. In 2007, 92 days before insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("suffered heavy bleeding during her menstrual periods"), migraine ("migraines/ periodic migraines/head") and rash ("rashes around the naval/ there is a chronic rash on my belly/ I stop using lotion but the rash returns the next day"). In (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced the second episode of menorrhagia (seriousness criterion hospitalization) and anaemia ("anemia/ anemia due to heavy bleeding"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced eclampsia ("preeclampsia") and cystic fibrosis ("cystic fibrosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ depression was exacerbated by essure"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/ weight fluctuations after birth of baby"), gestational hypertension ("high blood pressure during this pregnancy"), back pain ("severe back pain/ back pain/ chronic back ache"), dyspareunia ("pain during intercourse"), headache ("headaches"), allergy to metals ("allergic to nickel other component of essure/ hypersensitivity reaction to nickel") and abdominal pain lower ("chronic /stabbing/cramping abdomen pain"). The patient was hospitalized sometime in 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), tramadol, ibuprofen, hydrocortisone, iron, surgery (in late 2014, after birth of her son, hysterectomy, including the removal of her fallopian tubes) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, the last episode of menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, gestational hypertension, dyspareunia, anaemia, headache, rash, allergy to metals, eclampsia, abdominal pain lower and cystic fibrosis outcome was unknown and the abdominal pain, depression, migraine and back pain had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, back pain, cystic fibrosis, depression, device dislocation, dysmenorrhoea, dyspareunia, eclampsia, fatigue, genital haemorrhage, gestational hypertension, headache, migraine, pregnancy with contraceptive device, rash, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes blocked. Pathology test - on an unknown date: no coils. Pregnancy test - in 2014: pregnancy confirmed. Ultrasound scan - on an unknown date: essure coils still present in my body. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event heavy bleeding, anemia, headaches, rashes around the naval, allergic to nickel, preeclampsia, lower abdominal pain, cystic fibrosis was added and weight fluctuations, weight fluctuations afterbirth of baby, pregnancy, menstrual pain, abdomen pain, back pain, chronic back ache, periodic migraines/head, fatigue, anemia due to heavy bleeding, rashes around the naval was clubbed with previously reported event. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated from her fallopian tubes"), the second episode of menorrhagia ("blood loss during menstrual period"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnant/ pregnancy") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6, live birth on (B)(6) 2007, live birth on (B)(6) 2006, live birth on (B)(6) 2011, live birth in 2003, live birth in 1998, (B)(6), tobacco user on (B)(6) 2006, constipation, paraesthesia and pharyngitis. She had no previous history of migraine. She denies symptoms of preeclampsia. Concurrent conditions included hypertension, hematuria, white blood cells urine positive, lower urinary tract infection, oedema peripheral, vaginal discharge, protein urine present, scotoma, anaemia of malignant disease and tubal ligation. Family history included diabetes (maternal grandmother, maternal uncle and hypertension (4) maternal grandmother, mother, father, brother) and anemia (mother). Concomitant products included fluoxetine hydrochloride (prozac), labetalol, medroxyprogesterone (depo provera) and nifedipine (procardia). In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("suffered heavy bleeding during her menstrual periods"), migraine ("migraines/ periodic migraines/head") and rash ("rashes around the naval/ there is a chronic rash on my belly/ I stop using lotion but the rash returns the next day"). In (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced the second episode of menorrhagia (seriousness criterion hospitalization) and haemorrhagic anaemia ("anemia/ anemia due to heavy bleeding"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pre-eclampsia ("preeclampsia") and cystic fibrosis ("cystic fibrosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ depression was exacerbated by essure"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/ weight fluctuations after birth of baby"), gestational hypertension ("high blood pressure during this pregnancy"), back pain ("severe back pain/ back pain/ chronic back ache"), dyspareunia ("pain during intercourse"), headache ("headaches"), allergy to metals ("allergic to nickel other component of essure/ hypersensitivity reaction to nickel") and abdominal pain lower ("chronic /stabbing/cramping abdomen pain"). The patient was hospitalized sometime in 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), tramadol, ibuprofen, hydrocortisone (hydrocortison [hydrocortisone]), iron, surgery (in late 2014, after birth of her son, hysterectomy, including the removal of her fallopian tubes) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, the last episode of menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, weight fluctuation, gestational hypertension, dyspareunia, haemorrhagic anaemia, headache, rash, allergy to metals, pre-eclampsia, abdominal pain lower and cystic fibrosis outcome was unknown and the abdominal pain, depression, migraine and back pain had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystic fibrosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gestational hypertension, haemorrhagic anaemia, headache, migraine, pre-eclampsia, pregnancy with contraceptive device, rash, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes blocked. Pathology test - on an unknown date: no coils. Pregnancy test - in 2014: pregnancy confirmed. Ultrasound scan - on an unknown date: essure coils still present in my body. On ( B)(6) 2015: surgical pathology: bilateral fallopian tubes, bilateral salpingectomy: complete cross sections of histologically. Unremarkable fallopian tubes. Gross description:received in formalin labeled "bilateral tubes" are two pink-purple, fimbriated segments of fallopian tube. The first measures 5.5 cm in length and 0.6 cm in diameter. The second measures 7.0 cm in length and 0.6 cm in diameter. Two cross sections of each are submitted in cassettes "a" and "b" respectively. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case became medically confirmed. Concomitant condition hypertension, hematuria, white blood cells urine positive, lower urinary tract infection, oedema peripheral, vaginal discharge, protein urine present, scotoma, anaemia of malignant disease and tubal ligatio added. Historical condition (B)(6), tobacco user. Added. Concomitant drug fluoxetine hydrochloride (prozac), labetalol, medroxyprogesterone (depo provera) and nifedipine (procardia). Lab data updated. Patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device migrated from her fallopian tubes/the location of the perforation: fallopian tubes"), the second episode of menorrhagia ("blood loss during menstrual period"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnant/ pregnancy") and suicide attempt ("suicide attempt") in a 30-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6, live birth on (B)(6) 2007, live birth on (B)(6) 2006, live birth on (B)(6) 2011, live birth in 2003, live birth in 1998, gonorrhea, chlamydial infection, human papilloma virus infection, syphilis, tobacco user on (B)(6) 2006, constipation, paraesthesia, pharyngitis, depression and headache. She had no previous history of migraine. She denies symptoms of preeclampsia. Concurrent conditions included hypertension, hematuria, white blood cells urine positive, lower urinary tract infection, oedema peripheral, vaginal discharge, protein urine present, scotoma, anaemia of malignant disease, tubal ligation, pelvic inflammatory disease nos, cervicitis, hypertension and paresthesia. Family history included diabetes (maternal grandmother, maternal uncle and hypertension (4) maternal grandmother, mother, father, brother) and anemia (mother). Concomitant products included citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), labetalol, medroxyprogesterone (depo provera) and nifedipine (procardia). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("suffered heavy bleeding during her menstrual periods"), migraine ("migraines/ periodic migraines/head") and rash ("rashes around the naval/ there is a chronic rash on my belly/ I stop using lotion but the rash returns the next day"). In 2010, the patient experienced the second episode of menorrhagia (seriousness criterion hospitalization) and hemorrhagic anaemia ("anemia/ anemia due to heavy bleeding"). On (B)(6) 2011, the patient experienced urinary tract infection ("uti") and menometrorrhagia ("memometrorrhagia"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pre-eclampsia ("preeclampsia") and cystic fibrosis ("cystic fibrosis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), depression ("depression/ depression was exacerbated by essure"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation/ weight fluctuations after birth of baby"), gestational hypertension ("high blood pressure during this pregnancy"), back pain ("severe back pain/ back pain/ chronic back ache"), dyspareunia ("pain during intercourse"), headache ("headaches"), allergy to metals ("allergic to nickel other component of essure/ hypersensitivity reaction to nickel"), abdominal pain lower ("chronic /stabbing/cramping abdomen pain") and suicide attempt (seriousness criterion medically significant). The patient was hospitalized sometime in 2010. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), tramadol, ibuprofen, hydrocortisone (hydrocortison [hydrocortisone]), iron, surgery (in late 2014, after birth of her son, hysterectomy, including the removal of her fallopian tubes) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, the last episode of menorrhagia, genital hemorrhage, dysmenorrhoea, fatigue, weight fluctuation, gestational hypertension, dyspareunia, hemorrhagic anaemia, headache, rash, allergy to metals, pre-eclampsia, abdominal pain lower, cystic fibrosis, urinary tract infection, menometrorrhagia and suicide attempt outcome was unknown and the abdominal pain, depression, migraine and back pain had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystic fibrosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital hemorrhage, gestational hypertension, hemorrhagic anaemia, headache, menometrorrhagia, migraine, pre-eclampsia, pregnancy with contraceptive device, rash, suicide attempt, urinary tract infection, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes blocked. Pathology test - on an unknown date: no coils. Pregnancy test - in 2014: pregnancy confirmed. Ultrasound scan - on(B)(6) 2014: gestational age, best: 13w 4d.; on (B)(6) 2014: singleton pregnancy; on an unknown date: essure coils still present in my body on (B)(6) 2015: surgical pathology: bilateral fallopian tubes, bilateral salpingectomy: - complete cross sections of histologically unremarkable fallopian tubes. Gross description:received in formalin labeled "bilateral tubes" are two pink-purple, fimbriated segments of fallopian tube. The first measures 5.5 cm in length and 0.6 cm in diameter. The second measures 7.0 cm in length and 0.6 cm in diameter. Two cross sections of each are submitted in cassettes "a" and "b." Respectively. On (B)(6) 2012 hysterosalpingogram reveled, no evidence of patency of fallopian tubes. Round filling defect in uterine, may represent endometrial polyp or blood clot. (B)(6) 2011 - endocervical probe. Positive for chlamydia trachomatis dna. Positive for neisseria gonorrhoeae dna. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache,suicidal ideation, lower abdominal pain,menometrorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received. Events: memometrorrhagia, uti, suicide attempt were added. Concomitant diseases, concomitant medications and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: events severe back pain, and pain during intercourse were added. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had an episode of significant blood loss during her menstrual period for which she had to be hospitalized. Approximately 4 years after insertion, she became pregnant. After giving birth to a baby boy that had cystic fibrosis, it was stated that she became pregnant because essure device migrated from her fallopian tubes. At that time she underwent a hysterectomy including the removal of fallopian tubes to remove both essure inserts. Device migration, pregnancy with contraceptive device and menorrhagia are listed events in the reference safety information for essure. Although the exact date and mechanism of this device migration was not described, since essure inserts may move along or out of the fallopian tubes, the causality between this event and essure use cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that essure device migrated from her fallopian tubes. Although, the essure coils were not in place, it is not clear when exactly the migration occurred and therefore it is not possible to exclude a causal relationship with essure (device ineffective) since the pregnancy occurred 7 years after essure insertion. This case is regarded as incident since a serious injury related to essure was reported. The ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.